Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, the user informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that the endoscope's image horizon was off and kept having the issue after removing and re-installing the endoscope. The tse recommended removing the scope, cycling the instrument clutch button, rotating the scope collar to the correct orientation, and reinstalling the scope. This resolved the issue, and no further action was needed. The user continued with the procedure using the same system configuration without further issues. No known impact or patient consequence was reported. Isi contacted the isi clinical sales representative and obtained the following information: the image was inverted. And it did involve reverse control on system arms due to the horizon being inverted. The endoscope did not move with uncontrolled motion, nor did the customer receive any error messages. The surgeon did confirm the desired orientation when the endoscope was installed. The horizon indicator showed the horizon was upside down. The adapter/base appeared to be still engaged and there was no damage to the adapter/base observed.

Manufacturer narrative:
The reported event was addressed with phone support. The issue was resolved after troubleshooting steps were completed. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause is attributed to improper customer setup. It can be resolved by removing the endoscope from the universal surgical manipulator, rotating the scope, pressing the clutch button on the arm to cancel guided tool change and reinstalling the endoscope.